Event description:
Coiling treatment of an ica aneurysm, it was reported the coil would not detach. Upon removal, the coil stretched and needed to be snared. No pt injury reported.

Manufacturer narrative:
The pusher assembly was returned for eval and the implant coil was found detached, but the eval could not determine the cause of the event.